Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the left atrium a faradrive steerable sheath clear was selected for use. During the insertion of the farawave catheter, when confirming backflow, small bubbles were continuously drawn from the flush port of the faradrive steerable sheath clear. A non-boston scientific pump was used for irrigation of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the left atrium a faradrive steerable sheath clear was selected for use. During the insertion of the farawave catheter, when confirming backflow, small bubbles were continuously drawn from the flush port of the faradrive steerable sheath clear. A non-boston scientific pump was used for irrigation of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory